Event description:
Event description guidant received information that these epicardial leads exhibited out of range shock impedance measurements. These observations were made during a routine device change-out procedure for normal battery depletion. Each lead was connected to this replacement implantable cardioverter defibrillator (ICD) and tested, but each exhibited out of range shock impedances. The physician elected to cap and surgically abandon all of these abdominal leads, and implanted a pectoral system without reported complication. These leads had been in service for 192 months. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation.